Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker was zero percent paced and felt shocks. Additional information obtained from the field which indicated that there were no changes recently to the patient¿s symptoms as the patient have been experiencing similar symptoms over the years. The device was explanted. No additional adverse patient effects were reported.